Event description:
Boston scientific received information that this device exhibited a monitoring voltage (mv) of 2.57v and a charge time (CT) of 15.4 seconds. A boston scientific technical services consultant discussed the clinical observations with the caller and stated this is not extended CT, but the device is operating as if it was. The consultant discussed device indicators with the caller. The device was subsequently explanted. No adverse patient effects were reported. The device was returned for testing and initial investigation identified a potential device longevity issue.

Manufacturer narrative:
This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
--